Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead (B)(6) 2009; 5076-52 lead (B)(6) 2009. (B)(4).

Event description:
It was reported that during the generator change out it was insulation damage was noted. Electrical measurements stable were since implant. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.